Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the saf-t-intima y adp grn 18ga x 1.0in row had leakage. The following information was provided by the initial reporter: the extension cord connecting the connector resulted in leaking fluid. It was necessary to use other needle to administer the required therapy.

Event description:
No additional information available.

Manufacturer narrative:
DHR review: the complaint lot# is 3304666, sku is 383348, assembly in suzhou plant on 2023. Nov.7, lot quantity is (B)(4). Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations, or rework activities for this lot. Returned sample analysis: no sample returned; no picture provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is reported from tubing, but not sure leakage points on bonding head or on luer connector head. The possible reasons for this type of failure may including: 1. If leakage is on wing inserter bonding area, possible reason is the chemical bonding performance between tubing and wing is not good, leakage is from the bonding location 2. If leakage is on luer connector head, a poor swaging status may be the reason 3. Tubing raw material damage/broken current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related to extension tubing, including bonding force and swaging force for two ends, poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and luer connector, there is no sample returned yet, the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.